Event description:
It was reported that the patient missed the pump refill date. The patient experienced increased spasticity, pruritus, hypertension and flu like symptoms. The patient was seen in the ER. The pump was refilled. An hour after the pump refill, symptoms still had not improved. The patient was admitted to a step down unit and monitored throughout the weekend. The patient's status was reported to be stable. The patient did have other medical issues they were dealing with on top of the return of symptoms; no further details were provided. The pump was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.